Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was admitted to the hospital on (B)(6) 2015 for 2 nights. Customer's blood glucose was 29 mmo/l. Customer was wearing the pump when she was taken to the hospital via ambulance. Customer was wearing the pump when they were taken to the ambulance and was treated via sliding scale. Customer was on the pump while on the call. Customer stated that the down button and the act button were not working correctly. Customer was advised that a loaner pump will be sent.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose protruded drive support disk. Unable to perform prime/a33, excessive no delivery or occlusion tests due to motor error alarms. The motor was tested outside the device and passed. The operating currents are within specification the insulin pump passed self test, a21 error test and displacement test. All of the buttons responded properly. No damage or moisture damage on the keypad assembly. No unlocked lcd keypad connector. No button error alarms noted the insulin pump was received with cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked battery tube threads, minor scratched lcd window and stained end cap sticker.